Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set leaking issue event on 22-feb-2026. The infusion set was leaking at the t-lock site. The infusion set had been in use for one day. The patient's blood glucose level was elevated, and a correction was administered using the pump. No further information available.